Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: forty-seven (47) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were found with adequate povidone-iodine. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had inadequate iodine. The minicap was dried out. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.